Event description:
High lv threshold on 03feb2021 and possible high lv threshold 7jan 2021 lv capture management determined that threshold increased by 0.875 v from 20-jan-2021 to 21-jan-2021. This increase was greater than amplitude safety margin (+0.5 v) and may have compromised capture. Unable to maintain lv capture management safety margin on 10-feb-2021. 604224987 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)